Event description:
It was reported that an issue occurred with the veritas phaco machine during the third case of the day. The irrigation tubing completely came off the phaco handpiece which caused the anterior chamber to collapse and subsequently the phaco tip hit the posterior capsule causing a rupture that necessitated a vitrectomy on patient's left eye. A 23g vitrector was primed and used with the veritas advanced fluidics pack (vrt-af). Doctor noticed before putting the vitrector into the eye that the irrigation seemed very low (was dribbling) so she tried using and adjusting bottle height, flow rate, but did not work so the nurse switched to opo73 pack and reprimed machine as well as vitrector and achieved a slight improvement in flow, though it remained below expected levels. Sub-optimal cutter performance was noted, and the vitrector stopped cutting while in ica mode, displaying an error message related to building cutting pressure. After the error cleared, the thinner green connection to the vitrector detached with a loud sound. It was also noted that an air bubble was in the eye. A small piece of epinucleus was caught in the vitreous, which required a referral to a retinal surgeon for cleanup. A 3-piece lens was inserted successfully at the end of the case. The lot number of the vrt-af was not available as it was discarded. No additional information was provided.

Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. Section d4: lot #: unknown/not provided. Section d4: expiration date: unknown, as the serial number of the device was not provided. Section d4: UDI #: a complete UDI # is unknown as product lot number was not provided. Section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. E. Phone number - (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number of the device was not provided. Section h6 health effect - clinical code 4581: collapse of anterior chamber. Section h6 device code 3191: the irrigation tubing completely came off the phaco handpiece. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.